Event description:
The site reported that a light adjustable lens had been explanted from the patient's right eye as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of this was 8/26/2021.

Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient's right eye as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of this was 8/26/2021. The explanted lens was returned for evaluation. The lens was cut into multiple fragments. Visual and optical testing found no issues with the lens. Corrected UDI: (B)(4).

Manufacturer narrative:
The site reported that a light adjustable lens had been explanted from the patient's right eye as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of this was 8/26/2021. The device history record for the lens was reviewed. No issues were noted. The lens is currently in process of being returned for evaluation.

Event description:
The site reported that a light adjustable lens had been explanted from the patient's right eye as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of this was 8/26/2021.